Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint the ipg is unable to be charged was confirmed. When received in, the device had no wake up signal and it appeared the battery was depleted. Device was charged 6 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured which is out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the analog ic had an internal short resulting in excessive current drain of the battery. The damage done to the analog aic-u1 resulted in the inability to charge the ipg out of reset mode and regain telemetry functions.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint the ipg is unable to be charged was confirmed. When received in, the device had no wake up signal and it appeared the battery was depleted. Device was charged 6 cycles in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured which is out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the analog ic had an internal short resulting in excessive current drain of the battery. The damage done to the analog aic-u1 resulted in the inability to charge the ipg out of reset mode and regain telemetry functions. The reported use of electrocautery during the previous lead revision resulted in the analog ic damage. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery.(physician's implant manual 9055940-001).

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement.